Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. A visual inspection and pressure test were performed. Results: visual inspection of the evaqua expiratory limb revealed a 4mm x 3mm hole 460mm from the proximal connector. The pressure test showed the device was not performing within specification. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine how the expiratory limb came to be damaged, but based on our visual inspection the limb appeared to have been punctured by a blunt object. All rt235 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes; if this test detects a fault, the whole batch is placed on hold for further investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt235 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be susceptible to damage when exposed to rough handling or damage caused by sharp or blunt objects and non-fph circuit hangers. The user instructions supplied with the rt235 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt235 infant dual-heated evaqua breathing circuit developed a leak in the expiratory limb of the circuit after two days of use. No patient consequence was reported.